Event description:
Customer reports lancet is sticking out of device while using a softclix plus device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.